Event description:
It was reported that the 2600 sys made a "snapping sound" at the tube head. It was also noted that the table top would not move and presented an error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The sys was tested and found to be working as intended and placed back into service.